Event description:
It was reported that the recovery sheath could not be retracted. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 300cm filterwire ez was selected for use. During the procedure, it was noted that the thrombus protection recovery sheath got damage and could not be recaptured. The device was completely removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. It was observed the wire returned inside the delivery sheath and the filter bag came back in a deployed state. The wire was exposed through the sheath slit. Under microscopic inspection, it was observed that the spring tip was bent and stretched. The retrieval sheath was also returned and no damages or issues were observed. The pouch was returned, and it was observed that the pouch information matches with the complaint information. During functional inspection, the sheathing and unsheathing test could not be performed, because the wire was exposed through the retrieval sheath.

Event description:
It was reported that the recovery sheath could not be retracted. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 300cm filterwire ez was selected for use. During the procedure, it was noted that the thrombus protection recovery sheath got damage and could not be recaptured. The device was completely removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.